Event description:
Informed by sales rep that this customer is evaluating the sterion containers. During the course of a procedure, reported as a plastic breast augmentation, 1 container was used that was sterilized however filters were not placed in the container. The container was stored on a shelf for an undertermined amount of time. One of the nursing personnel involved was reported as absent from work the day that the container inservice was conducted reportedly the dr was informed and the pt was prescribed antibiotic therapy.